Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found that when the image acquisition system (ias) is turned off and the umbilical cable is disconnected, the system board and the fans in the imaging system cycle power. Additionally, while inspecting the system, the motions stopped working. The power conversion board was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect power conversion board was returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that outside of a procedure, the system board and fans on the imaging system were cycling, causing the image acquisition system (ias) to boot. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the power conversion board was returned to the manufacturer for analysis. Analysis found that power conversion board failed the supplier's functional test; both transistors were found to be shorted. Analysis found that the reported event was related to a electrical issue.